Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with unstable angina and the procedure was performed to treat a de novo lesion in the proximal right coronary artery with mild tortuosity, moderate calcification and 80% stenosis. After serial pre-dilatation with 1.5 x 12 mm and 2.0 x12 mm balloon catheters balloon catheters, a 3.0 x 23 mm xience v stent was successfully deployed at the lesion. Post procedure angiography was completed and no stent thrombosis was observed. Timi flow was grade iii and there was no residual stenosis. The patient developed chest pain and angiography was completed. No stent thrombosis was observed; however, one day post procedure the patient expired. It was not known if the stent contributed to the patient death. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and death are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the following information was received: the patient developed chest pain 24 hours post deployment of the 3.0 x 23 mm xience v stent. Balloon angioplasty was performed to treat the chest pain; however, the patient expired the same day. It was not known if the stent contributed to the patient death. No additional information was provided.